Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly intermittent power issues with the pump. The pump reportedly emitted a "low battery" and multiple "replace battery" alarms; the patient stated after changing out batteries multiple times after the "replace battery" alarmed, the pump continued to have power issues. The patient reportedly was using a duracell alkaline battery. The patient denied damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.